Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID:2134265-2017-04868. It was reported that the burr became stuck on rotawire and were charred. The chronic totally occluded target lesion was located on the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During procedure, it was observed that the burr was unable to advance to the coronary artery. In addition, it was noted that the burr became stuck on the rotawire and charring was noted on both devices. The procedure was completed with another of the same burr and rotawire. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, burr catheter housing, coil, sheath, handshake connection, burr, and annulus were microscopically and visually examined. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. There was no rotawire returned or stuck with this device; however, the annulus was damaged, not rounded and flattened on one side, so a test guidewire was not able to insert into the annulus of the burr. The damage to the annulus is consistent with damage caused by coming into contact with the guidewire during use. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises, leaks, and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted and some of the ultem was melted to the drive shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID:2134265-2017-04868. It was reported that the burr became stuck on rotawire and were charred. The chronic totally occluded target lesion was located on the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During procedure, it was observed that the burr was unable to advance to the coronary artery. In addition, it was noted that the burr became stuck on the rotawire and charring was noted on both devices. The procedure was completed with another of the same burr and rotawire. No patient complications reported.